Event description:
Reporter reports the emergency medical technicians went on run, patient was unconscious and seizing, ran blood glucose with result of 100 mg/dl while using the advantage system. Advantage system not reading situation correctly. Quality controls were ran daily and in range. No adverse event due to malfunction. Reporter states there are no strips to return. A replacement product was sent.